Manufacturer narrative:
(B)(4). Patient age range was between 37-90 years old. It was reported that initial revision surgery occurred between (B)(6) 2015 and (B)(6) 2020. Medical product: unknown acetabular shell: catalog#ni, lot#ni; unknown acetabular liner: catalog#ni, lot#ni; unknown femoral head: catalog#ni, lot#ni; unknown orthopedic salvage system bolt and claw: catalog#ni, lot#ni; unknown orthopedic salvage system diaphyseal segment: catalog#ni, lot#ni; unknown orthopedic salvage system augment: catalog#ni, lot#ni; unknown orthopedic salvage system femoral stem: catalog#ni, lot#ni. Literature: heckmann, n. D., nakata, h. L., chung, b. C., baker, j. R., longjohn, d. B., christ, a. B., & oakes, d. A. (2022). Modern proximal femoral replacement in revision total hip arthroplasty for nononcologic indications. The journal of arthroplasty, s0883-5403(22)00208-x. Advance online publication. Https://doi.org/10.1016/j.arth.2022.02.057. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient underwent a proximal femoral replacement revision total hip arthroplasty on an unknown date and experienced sciatic nerve palsy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.